Event description:
It was reported to philips that the system was booting up slowly, up to 30 minutes lag time. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Per information collected, the system is expected to be operational within approximately 10 minutes; however, the actual boot time ranges from 45 to 55 minutes. The philips field service engineer (fse) went onsite and analyzed the system log file. The analysis of log file identified there was lack of communication with certain system components and identified software errors, along with a disk error during startup. The fse performed disk cleaning and defragmentation on all system drives, installed software for the geo module, and successfully restored the system's functionality, achieving a boot time of around 12 minutes. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.